Event description:
Allegedly the following occurred: the open lumen had been closed successfully with add'l staples. Two units of blood were needed. During a lower bilobectomy, the instrument did not fire. The second magazine worked.

Manufacturer narrative:
The customer's product has been requested back for investigation.